Manufacturer narrative:
A malfunction has not been indicated against the product. A facility representative reported an intraocular lens (iol) that was inserted and removed due to the ac shallowing and iris beginning to prolapse. The patient started having issues during the surgery and "did not have the implant done". There was not enough anterior capsular support to implant a sulcus lens. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient began having issues. An iol was inserted, centered; however, again the anterior chamber shallowed and the iris began to prolapse. The iol was removed. There was not enough anterior capsular support to implant a sulcus lens. There was no lens implanted. Additional information has been requested.